Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified mid right coronary artery (rca). A 1.50mm x 15mm emerge balloon catheter was selected and advanced to dilate the lesion. However, during initial inflation the balloon ruptured at 10 atms. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).